Event description:
Additional information received reported that the patient had the revision and was able to charge without issue.

Event description:
It was reported the patient was having trouble recharging. An anterior posterior (ap) view was taken, and the results indicated the device was not flipped based on the device orientation and the side that the lead/extension came out of the device. Later it was reported the device was tilted in the pocket, and a pocket revision was scheduled. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39286-65 serial# (B)(4) implanted: 2012-(B)(6) product typ lead, product ID 37754 serial# (B)(4) product typ recharger, product ID 37744 serial# (B)(4) product typ programmer, patient. (B)(4).